Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 325 (mg/dl). Reportedly, the customer started pump therapy today, and is only using the pump for administering boluses as they still have long acting insulin in their system. Customer treated their bg level by administering a bolus. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer used apidra in the pump cartridge. Customer was reminded that only humalog and novolog are intended for use in the pump cartridges.